Manufacturer narrative:
H6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. H6- health effect- clinical code: 4581-over/ under correction. H11- manufacturer narrative: over/ under correction and secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced an over/under correction. In a separate surgery the lens was exchanged with the same model, shorter length, different power lens and the problem was resolved. The cause of the event is unknown. It has been noted that the surgeon selected a different lens size than that initially suggested by the icl calculation software.